Event description:
Event description guidant received information that, during the attempted implant of this lead, the stylet perforated the lead. There were no adverse patient effects. Another lead was used without any problems.